Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: new (B)(4). Reason for original complaint ¿ litigation alleges that patient developed pain in his hip. He tested positive for elevated levels of cobalt and chromium ions in his blood. **patient is a resident of (B)(6). Update: 02/06/2017 (transfer (B)(4) pfs and medical records received. After review of the medical records for MDR reportability, alleges pain and discomfort (aches) when walking, stiffness. Noted elevated metal ion labs: cobalt, serum 46.0 ng/ml and chromium, serum 18.4 ng/ml. Stem added to complaint. Also noted patient has an l2-s1 fusion using titanium instrumentation with cobalt-chrome rods. No revision date identified. Prod/lot updated. The complaint was updated on: (B)(6) 2017 / / investigation method: / / investigation summary:

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint ¿ litigation alleges that patient developed pain in his hip. He tested positive for elevated levels of cobalt and chromium ions in his blood. Patient is a resident of (B)(6). Update: 02/06/2017 - (transfer (B)(4)) pfs and medical records received. After review of the medical records for MDR reportability, alleges pain and discomfort (aches) when walking, stiffness. Noted elevated metal ion labs: cobalt, serum 46.0 ng/ml and chromium, serum 18.4 ng/ml. Stem added to complaint. Also noted patient has an l2-s1 fusion using titanium instrumentation with cobalt-chrome rods. No revision date identified. Prod/lot updated. The complaint was updated on: 2/22/2017.